Event description:
It was reported that by the patient that the start/stop button on the remote monitor does not work when it is pressed. The monitor has sent transmissions in the past. The monior is not being returned at this time. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the monitor was analyzed and passed functional and bench testing. It was noted that the antenna strap was damaged.